Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that flat anterior chamber occurred temporarily during a procedure due to irrigation failure. Nuclear processing was half done with in ultrasound mode then irrigation pressure was decreasing and an advisory code displayed on the console. The procedure was completed after removing the ultrasound tip from the patient's eye, removing and inserting the spike into the balanced salt solution and pressing down on the foot switch about five times. There was no patient harm. Additional information and product sample have been requested.

Manufacturer narrative:
This is the fourth complaint for the finish goods lot; however, the first for this issue. The device history record (DHR) review shows the order was built and released per specification. Five unopened samples were received, the suspect product for this event was not returned. Three samples were randomly selected, they were visually inspected and no obvious defects were detected. The non-suspect samples were functionally tested and met specifications, no irrigation or system message code received during testing. The root cause of the customer's complaint could not be established; the returned samples were unopened and are not suspect product. The non-suspect samples met specifications. After a thorough investigation of this complaint, it has been determined that no action will be taken at this time. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. Consumables manufacturing management has been made aware of this complaint through the consumer affairs review meeting. The manufacturer internal reference number is: (B)(4).